Manufacturer narrative:
H3 device evaluation: a service engineer inspected the device and found an associated diagnostic code. The se replaced the delivery proportional solenoid and the unit passed testing and operated within the manufacturing specifications. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Based on the repairs and review of the logs, there was no indication that the device had a loss of ventilation, however, there was evidence that the unit entered backup ventilation at the time of the event.

Manufacturer narrative:
Component code added. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ve ntilator was in a safety valve open condition and stopped delivering breaths. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found a relevant diagnostic code in the memory and replaced delivery psol (proportional solenoid). The ventilator passed all testing per manufacturer specifications and was returned to the customer. One delivery psol was returned to medtronic for failure investigation. A visual inspection of the psol showed the seat carrier, poppet, and all other components intact. Delivery psol was installed into the test vent and powered on in normal mode which generated an alarm and diagnostic code. The reported event was duplicated. The cause of the observed conditions determined to be faulty delivery psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator was in a safety valve open condition and stopped delivering breaths. The patient was placed on an alternate ventilator and there was no harm to the patient. Based on available information, there was no indication that the device had a loss of ventilation, however, there was evidence that the unit may have entered backup ventilation at the time of the event.